Event description:
The user facility reported the device emitted metal shavings and overheated during a procedure, which lead to a patient burn. There was a surgical delay of 30 minutes. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Correction: it has been identified a komet brand cutting burr was used during the reported event. Komet has been notified of the event for their awareness.

Event description:
The user facility reported the device emitted metal shavings and overheated during a procedure, which lead to a patient burn. There was a surgical delay of 30 minutes. The procedure was completed successfully.